Event description:
As reported by the (B)(6) male patient is 6 yrs postop a left tha and started having pain, he visited the surgeon twice and was told it was ok. On the last visit, the surgeon decided to schedule the patient for a future revision due to increased pain. Approximately 2 days before the scheduled procedure, the patient was standing outside and swatted at a ¿horse fly¿. When he swatted, he turned slightly a felt a pop, at which time he fell and had to slowly crawl toward his front door to call for help. He was admitted and a revision was completed during which the patient pelvis was found to be broken. The patient stated during the revision, osteoarthritis, severe osteolysis and metallosis was found along with ¿blackened scar tissue¿. The incision site was irrigated and debrided. He also said the surgeon stated his liner ¿was gone¿. The patient took that to mean the liner had worn away. The patient stated his blood was tested for chromium. He stated his level was ¿1 point above normal¿ he stated that at 2.5 months postop, he still needs to use a walker and or cane to walk. He is very concerned about his slow rehab and is unable to return to work. Devices will not return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) as reported by the 43 y/o male patient is 6 yrs postop a left tha and started having pain, he visited the surgeon twice and was told it was ok. On the last visit, the surgeon decided to schedule the patient for a future revision due to increased pain. Approximately 2 days before the scheduled procedure, the patient was standing outside and swatted at a ¿horse fly¿. When he swatted, he turned slightly a felt a pop, at which time he fell and had to slowly crawl toward his front door to call for help. He was admitted and a revision was completed during which the patient pelvis was found to be broken. The patient stated during the revision, osteoarthritis, severe osteolysis and metallosis was found along with ¿blackened scar tissue¿. The incision site was irrigated and debrided. He also said the surgeon stated his liner ¿was gone¿. The patient took that to mean the liner had worn away. The patient stated his blood was tested for chromium. He stated his level was ¿1 point above normal¿ he stated that at 2.5 months postop, he still needs to use a walker and or cane to walk. He is very concerned about his slow rehab and is unable to return to work. Devices will not return. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event was a malunion of a fracture which was likely caused by patient conditions.